Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2016-03348, 03349, 03371, 03372). Product location unknown.

Event description:
It was reported in operative report received that patient underwent a left hip revision procedure approximately 4 years post-implantation due pain, adverse local tissue reaction, elevated metal ion levels and metallosis. During the procedure, pseudotumor formation, soft tissue reaction, bone erosion and corrosion were noted. The femoral head and taper adapter were removed, and a femoral head and acetabular bearing were implanted to complete the procedure. Medical records also report the patient is bilateral with a m2a magnum system in their right hip that is asymptomatic.